Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100 ml/hr, the infusion pump failed the accuracy test with a flow value of -8.0% from the desired amount. A corrective and preventative action has been initiated.

Event description:
The facility reported underinfusion during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.